Event description:
It was reported that the physician's handheld is not holding a charge. It was reported that when the handheld was powered on it would fade out and die very quickly. The handheld was plugged in and the charger indicator light was illuminated. A hard reset was performed and the handheld died again. The battery was removed and replaced. The handheld died again before completing the set up. A new programming computer was provided to the physician. The handheld was received for analysis. Analysis of the handheld was completed on (B)(4) 2014. During the analysis an intermittent power connection associated with the serial cable was identified. The cause for the anomaly is associated with a bent serial cable plug leaf spring that prevented electrical contact with the ac adapter barrel connector. The cause for the bent spring is unknown, but is most likely associated with mishandling of the device. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.